Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6)). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint ID# (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the blood pressure numbers from balloon pump and bedside monitor were so different. No patient harm or injury was reported.

Event description:
The complaint was received through a direct call from the customer to the emergency support program. No harm or injury to the patient was reported. It was reported that during intra-aortic balloon (iab) therapy, the blood pressure numbers from balloon pump and bedside monitor were so different. Complaint information obtained. We also discussed the quality of balloon waveform which was indicative of possible kink or restriction somewhere in the helium pathway, but she denied any visualized restriction. (B)(6) texted me at 4:47 pm est informing the bedside provider was unable to attempt to aspirate due to other urgent needs in the unit.

Manufacturer narrative:
Updated fields - b4, d4 expiry date, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5, d3, d4 serial number should be left empty, UDI number, g2. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.